Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that following a bridge bolus that was for a duration of 27 minutes the patient started having numbness in their legs and moving into the chest. At that point the patient was admitted to the hospital and they stopped the pump. The residual volume was 39.5ml. The pump system was infusing morphine and bupivacaine. Additional information received reported that the pump was set at giving 0.5mg/day of morphine and 2mg/day of bupivacaine. It was reported that the patient was doing good but needed their pump increased according to the office.